Event description:
I am writing to report a malfunction in the backcheck valve of the smartsite infusion set (B)(4), lot # 13076193 exp: 07/2016. When infusing a secondary infusion, total contents of secondary container moves retrograde into primary infusion container. This has been confirmed with identified increase in primary bag volume and utilizing methylene blue as a marker in the secondary bag. The poses a serious risk to pts relative to drug compatability, stability, dose delivery, and outcome total volume delivered by pump was accurate to input settings. Also, the carefusion recall support line did not answer phone and disconnected. Dates of use: (B)(6) 2013. Diagnosis or reason for use: use for infusion with alaris (B)(4) carefusion pump.